Event description:
On april 17, 2000 the customer generated an axsym beta-human chorionic gonadotropin value of 915miu/ml on a sample run neat, and 190,000miu/ml on same sample repeated at a 1:200 dilution. The value of 915miu/ml was reported and was not questioned by a physician. The sample was, however, repeated on another axsym and yielded a value of 44miu/ml. The customer stated a corrected value was reported immediately. The customer stated there was no impact on pt management.